Event description:
As reported by the edwards field clinical specialist, approximately 4 years and 3 months post implant of a sapien 3 valve in the pulmonic position, the patient presented with wide open pulmonary insufficiency (confirmed central) and shortness of breath. The patient's symptoms are mild, and treatment is being considered. No intervention has been performed at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted after review of medical records, the engineering evaluation was updated. The complaint for regurgitation unknown was confirmed based on the medical record. The following sections of this report have been updated: h6 (clinical code, type of investigation, investigation findings and investigation conclusions), and h10 (narrative/data) of this report has been updated. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitations (central regurgitation and paravalvular leak) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In additional, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, due to limited information that was provided and unavailable of relevant imagery, a conclusive root cause was unable to be determined at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. The following sections of this report have been updated: section b7: other relevant history. H6 clinical code, and h10 narrative/data. Upon review of medical records, approximately 4 years and 3 months post transcatheter pulmonary valve replacement (tpvr) the patient presented with chest pain with exertion and palpitations. The patient was treated medically, and symptoms improved. A valve-in-valve (viv) procedure is being considered. Delayed viv due to patient with dental abscess and requires 5 dental extractions.

Manufacturer narrative:
Update to d4 (expiration date and UDI number), h4 (device manufacturer date), h6 and h10 to reflect engineering evaluation. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve replacement only at the original time of implantation. While the device is now approved for surgical bioprosthetic pulmonic valve replacement, it remains off-label for pulmonic valve replacement. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation post implantation was unable to be confirmed due to unavailable of medical record and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that implanting sapien 3 thv at pulmonic position for this case. Therefore, it is an off-label operation. Per the instructions for use (IFU), valve regurgitation is known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). As reported, 'approximately 4 years and 3 months post implant of a sapien 3 valve in the pulmonic position, the patient presented with wide open pulmonary insufficiency (confirmed central) and shortness of breath'. In this case, due to limited information was provided, a conclusive root cause was unable to be determined at this time. Despite multiple attempts, no other information was forthcoming. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.